Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. However, data did not include the date of issue. Therefore, the reported event of the cgm inaccuracies compared to bg meter could not be confirmed. The root cause could not be determined.